Manufacturer narrative:
The insulin pump was received with operating currents within specifications ad passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. However, the insulin pump alarmed unexpected replace battery now a few minutes after insertion of a new battery and pump error 25 found at the long trace history file due to loaded voltage was less than 3.5 v for 4 consecutive hours per power management tool graph. After disconnecting and reconnecting the internal battery connector on the printed circuit board the insulin pump was monitored and functioned properly. The insulin pump had minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a replace battery now alarm on the insulin pump. Customer's blood glucose is 199 mg/dl. Customer inserted a new battery and customer was advised that the pump will need to be replaced. Customer was asked verbally and in written form to return the pump for analysis.